Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that on the (B)(6) 2017 the patient came to the hospital with high power alarms. The retrospective data analysis showed that 4 days before a sudden power increase of 0,5w (this did not cause a high-power alarm). Three days before the event, the patient had dark urine and on (B)(6) 2017 the power again increased by 0,5w. Acoustic showed a 3rd harmony, so a thrombus on the shrouds of the system was suspected. Hemolysis parameters were significant. It was stated that lysis therapy with actilysis was done and the power decreased to normal values and hemolysis parameters decreased and there were no 3rd harmony. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 5 high watts alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received lysis therapy and the power decreased to normal values. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.